Manufacturer narrative:
One heal collar 4.5x4.5, 5mm (hc445) was returned for investigation. Visual inspection of the as returned product identified minor signs of use and some stripped anodized coating on the threads. Functional testing was performed for the returned product and it was determined that the device passed functional testing with an in-house compatible implant as the healing collar fully seated into the implant. DHR review was completed for the subject lot number (2017121071). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017121071) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. Root cause is not applicable as the reported event is unconfirmed through visual and physical inspections. The following sections have been updated: date of this report. UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported: healing abutment (hc445) screw would not thread into implant. Customer was able to get another healing cap to seat. There was no injury or impact to the patient, or delay in procedure. Implant remains intact.